Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called to assist a customer with high blood glucose. Caller stated that the blood glucose reading was 320 mg/dl when paramedics arrived. Nothing further was reported.